Manufacturer narrative:
This event occurred in (B)(6).(B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for troponin t (tnt) on an e601 analyzer. The sample initially resulted as 30.0 ng/l and this value was reported outside of the laboratory. A new sample was collected from the patient and tested, resulting as 3 ng/l. The clinician questioned the initial result from the original sample, so it was repeated. The repeat result of the original sample was 3.0 ng/l on (B)(6) 2015. An amended report was issued. The patient was not adversely affected. The tnt reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
It was determined that the customer is using troponin t hs (high sensitive) reagent lot number 179173. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. A possible root cause may be pre-analytical sample handling, as it was determined that the centrifugation time of the sample was too short and the g-force used was too high. The customer also used 13mm tubes without rack inserts, which may lead to pipetting issues.